Event description:
It was reported after an ion endoluminal lung biopsy procedure, the patient coded and died. Per the physician, there was no malfunction of an intuitive surgical, inc. (Isi) system, instrument, or accessory. The ion system was inspected prior to use and there was no damage. The patient's cardiac history included a-fib, pacemaker, and hypertension. Additional medical history included non-insulin diabetes, chronic obstructive pulmonary disease (copd), and renal cell cancer with metastasis to the lung. Labs/test were not provided. There were no intra-operative complications. The patient was having a second biopsy to evaluate a 1 cm lesion in the right upper lobe. The lesion was positive for lung cancer. Post procedure, the patient coded while the procedure time was trying to reverse anesthesia. CPR was initiated for 1.5 hours. Additionally, advanced cardiac life support (acls) medications and shock were provided. The cause of death was reported as cardiac arrest and the date of death was (B)(6) 2022.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information received. As of 07-nov-2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. A review of the event information has been performed by an isi medical safety officer and the following was noted on 13-nov-2022: "a male of unknown age underwent an ion robotic bronchoscopy for biopsy on an unknown date. The biopsy was completed without issue. The patient had a cardiac history for which a pacemaker was placed. After the procedure was completed the patient suffered an arrest on (B)(6) 2022 for which the patient was managed per acls including CPR and medications and well as shock. The patient died on the same day. No malfunction of the ion robotic system, instrument or accessory was reported. There was also no damage noted on inspection of the ion system prior to use. Bronchoscopy in general is a safe procedure and fatal complications are rare. In a case series of (B)(4)bronchoscopies 3 cardiac arrests were reported reflecting a risk of only (B)(4). Based on the limited available data there was no malfunction of the ion robotic system and there is no clear association between the index ion robotic bronchoscopy and the post procedure arrest. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Doi:10.4081/monaldi.2009.370" this complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient coded while the customer was reversing anesthesia. The patient expired. The cause of death was reported as cardiac arrest.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received a fully articulating catheter (part#: 490105-11; lot#: s11220908-0011) from the customer for failure analysis evaluation and with no reported issues. A visual inspection was performed and no external physical damages were observed and the distal shaft did not exhibit any bends or kinks. Fibers were inspected using the exfo scope and the fibers appeared to be smooth with no defects found. The air leak test was performed and passed on both attempts. The catheter passed the electrical conductivity test using a multimeter. The continuity leak test was performed. The full test was performed twice and passed with no issues. The catheter was placed on an in-house ion system. The catheter encountered error codes 28003 and 28001, indicating bad fiber data and data loading errors respectively. The catheter sensor connector and system connectors were cleaned prior to every installation and failed all attempts. There was a failure to calibrate. The recent logs for the catheter were unavailable for review at this moment. The root cause of this failure is not determinable/applicable. Isi also received a catheter guide (part#: 490107-05; lot#: s10211208-0013) for failure analysis evaluation and with no reported issues. The catheter guide was placed and recognized on the in-house system. Once a good in-house vision probe and catheter were installed, setup and registration were completed successfully with a pre-loaded patient plan. The catheter guide was repeatedly removed and installed on the in-house system and passed initialization on multiple attempts. No errors occurred during testing. The catheter guide remained in a compressed state until manual extension. Upon visual inspection, the printed circuit assembly (pca) contacts did not exhibit any corrosion or damage. The root cause is attributed to non-device related factors.